Event description:
In 2008, a male patient underwent aaa repair. One flex main body graft and two iliac leg grafts were placed. Then, on ten days later, the patient underwent additional repair due to an iliac leg graft disconnecting. Another iliac leg graft was placed as a bridge between the main body graft and the disconnected iliac leg. The patient had a fairly tortuous anatomy. The whole vessel had shifted after the graft was implanted.

Manufacturer narrative:
Evaluation: still under investigation.